Event description:
It was reported that a flo-gard infusion pump had a damaged display. The issue was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The damaged display was identified during visual inspection. The cause was determined to be that the device experienced a battery low alert, which did not allow the display to fully function. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.